Event description:
It was reported to medtronic minimed that the customer experienced a needle hard to remove. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The customer was not reporting that the sensor or introducer needle fractured while in the body. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Following our receipt of the one returned used sensor and performed visual inspection and found needle hub stuck at sensor base with the adhesive tape glue dot causing needle hard to remove from sensor as noted in the comments by the customer, also found bent sensor flex no broken or missing parts were observed during analysis. See attached picture for details. In summary, the customer complaint needle hard to remove was confirmed due to needle hub stuck to sensor base. The customer complaint of sensor broken was not confirmed, found sensor as whole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event submitted under regulatory report number 2032227-2025-209464 is not reportable because there is no allegation on needle break.